Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22792, 1627487-2020-22935. It was reported that the patient sustained a fall which lead to lead migration. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported event of lead migration cannot be confirmed with product testing alone. Return ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.